Event description:
According to the reporter, the device locked and would not toggle after passed through tissue of stomach. It still has 1/2 stuck in it. The device was difficult to unload. There was no medical or surgical intervention required. The event did not lead to patient hospitalization. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more.